Manufacturer narrative:
(B)(4) - initial emdr submission. The sample has been requested from the customer. At this time we are awaiting for the sample to be returned from the customer. The customer stated that the device malfunction did not contribute to the patient's death. The patient has expired from other co morbidities. If any additional information becomes available a supplemental submission will be filed. (B)(4).

Event description:
"Defective 8.0 cuff. Cuff did not inflate due to tear. The treatment provided, was re-intubation. Clinical status of the patient at this time is expired. The patient expired on (B)(6) 2016, and the product failure was not related to patient's death, it was due to other complications (co morbidities)."

Manufacturer narrative:
Investigation results for complaint number (B)(4). An opened sample was received for evaluation. During the visual inspection, it was observed that the cuff which is by the bevel of the end of the endotracheal tube was not defective. However, the pilot line which inflates the cuff was found to be broken where the line enters the endotracheal tube. The customer¿s reported failure was confirmed. The customer reported lot number does not correspond to the carefusion plant, so a review the device history record could not be performed. Two years of complaints were reviewed and no trend was detected for this product or issue. The failed component is supplied to carefusion from well lead medical. Well lead medical has been notified of this issue via a scar from carefusion and has been requested to determine the root cause and action plan needed to correct and prevent this issue from occurring.